Event description:
On 11/25/96, MFR received the mandatory medwatch form from the user facility; uf/dist report number:not provided. The following was reported to MFR on 11/25/96: the patient was later re-ballooned in ICU because of increasing heart rate and low blood pressure. Event complications; the iab was surgically removed - reported 11/12/96. Patient's current status; stable - rpt'd 12/3/96.